Event description:
Product user (patient) reported that 3 urinary catheters from the same box had a cut at the lower part of the single sterile package. Patient claimed, when he activated the water sachet for wetting of the hydrophilic surface, the fluid flushed out on the floor. It is like a small part of the package has been cut off. The patient used two of the catheters with the same fault but didn't experience any problems during catheterization or afterwards. He did not get a uti or any other medical issues due to this and reports that he is doing fine.

Manufacturer narrative:
One product was returned to the manufacturer, which had compromised sterile barrier. The investigation of the production batch records did not provide conclusion for root cause. No earlier complaint registered for this lot. The welds are inspected in the manufacturing process at every order start, every shift start and every two hours. One product from each position in the machine is inspected. In the final inspection of the product the welds are also inspected prior to release of the lot. Examination of returned sample shows that there is cut over the bottom weld. This cut has not been caused by something in the production line. The products have been damaged after leaving the production. It's not possible to determine where or when. Since no other problems have been found, this is evaluated to be a limited incident.